Event description:
It was reported that the right atrial (ra) lead showed a warning for polarity switch to unipolar configuration. Follow-up with the clinic confirmed that a one time lead impedance issue caused the mode switch. The lead was reprogrammed back to bipolar and the mode switch capability was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.